Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (h4) and to provide a correction to the initial (h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: leak failure due to internal cracks inside the biopsy channel bending section cover elongation and discoloration bending section cover adhesive lifting and scratched all device switches malfunction scratches and dents on the insertion tube control body dry corrosion a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, poor leakage was identified in the biopsy channels which likely caused/contributed to the presence of the pink fluid. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "chapter 6: compatible reprocessing methods and chemical agents chapter 7: cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that several patients had burning with urination after the cysto-nephro videoscope was used in diagnostic cystoscopy procedures. Results from urine cultures were not available at the time of this report. Aldahol was used to clean the scope. The customer performed extensive cleaning and reported seeing pink fluid come out of the scope and forceps irrigation plug. Related patient identifiers:(B)(6).

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.